Event description:
Patient was implanted with ivc bard g2 retrievable filter in 2007. Subject had a CT scan of the spine on the next month and radiologist noted to tines outside the vena cava. The next day, CT scan of abdomen, radiologist read one time extends in the adjacent aorta and 2nd tine extends into duodenum. Manufactured bone and bone marrow with internal stabilization of pedicle screws from t11, t12, l2, and l3 bilaterally using xia brand titanium screws. Synthes plate fixation of ribs.